Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking /dripping from the cc (cartridge chemistry) sample probe. The fse repaired/rebuilt the vacuum pump to resolve the issue. (B)(4).

Event description:
The customer reported observing a leak from the cc (cartridge chemistry) sample probe on their unicel dxc 600 pro synchron system. The customer stated the fluid was contained to the instrument with an approximate volume of 3cc's (cubic centimeters). The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.